Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) procedure, the jaws did not properly close. The event occurred during the procedure but the product was not used for patient. The procedure was completed using another device. There was no patient injury.